Manufacturer narrative:
(B)(4).the device has been received by baxter and is in the process of being evaluated. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
During the evaluation of a homechoice device, a leak was noted on the cassette. This observation was made outside of patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice cassette evaluation has been completed. Both visual inspection and leak testing identified a tear/puncture at the edge of the cassette sheeting which produced the leak. No issues were identified during clear passage and clamp functional testing. The sample was able to run on a homechoice (hc) device with no issues noted. A batch review of the associated lot number was performed with no issue noted during the manufacture of this lot. The leak was verified during analysis of the sample. The cause of the issue was determined to be a tear/puncture at the edge of the cassette sheeting. A CAPA is currently underway to investigate the root cause(s) of the issue. Should additional relevant information become available, a supplemental report will be submitted.